Event description:
A center director reported that a pt experienced slow epithelial regrowth 8 days following photo-refractive keratectomy (prk) surgery. The bandage contact lens was left in add'l days for further healing. In a f/u a technician reported the event resolved with leaving the bandage contact in add'l days for treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR wil be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).